Event description:
During a retrospective study of a multi-center pt record review for pt's previously implanted in (B)(6), it was indicated that the pt was experiencing an increase in seizures. It is undetermined if the event is related to the vns therapy based on the info available at this time. Good faith attempts to obtain add'l info are currently underway.